Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available.

Event description:
(B)(4). During use on a patient (ECMO) the rotaflow console displayed a [faultbub] alarm and stopped. Backflow was noticed by the perfusionist, surgeon and anesthetist [-1.03l]. The medical staff used the emergency drive and immedialtely replaced the console(but not the rotaflow drive). No clinical consequence was reported.

Manufacturer narrative:
(B)(4). The rotaflow drive was sent with (B)(4) to em-tec for further investigation, since the console was functioning as intended. According to service report# (B)(4), following works have been done: technical review of the rotaflow drive (rfd) and preparation of a cost estimate have been performed. The rotaflow drive has been replaced. In addition, the knurled screw and the push button have been added. Furthermore, the hydraulic holder has been mounted and fixed. The functional test and end test has been performed. Thus the failure could be confirmed. The most probable root cause could be determined. When opening the connector, it was noticed that the mechanical locking of the coaxial contact was no longer given. Slipping the plug-in contact is probable and may have led to this failure. The mechanical locking could have been created as a result of a failed stuck to a console. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this is a systemic error. No corrective action is needed.

Event description:
(B)(4).